Event description:
On (B)(6) 2000 implanted mcghan 168 - explanted (B)(6) 2019. Breast implant capsular contracture began immediately after surgery. Breast implant illness causing multiple disease: from 2003-2010: crps, fibromyalgia, severe hot/cold intolerance w/severe hyperhidrosis, hypertension, malaise since 2004, chronic fatigue, cognitive dysfunction, brain fog, vision disturbances, digestive/gi issues, fungal/yeast infections, urinary tract infections, psychological distress, depression dehydration, soft tissue pain, neck and back pain, weaken immune system, insomnia, memory loss, limb numbness/tingling/burning. Unusual tooth decay, freq sinus infections, slow healing. In 2011-2019: addison's disease- ( frequently have life threatening addisonian crisis attacks) with chronic steroid use, hashimoto's diabetes, autoimmune, diabetes, autoimmune epilepsy, sjogrens, celiac disease, pernicious anemia, svt, alopecia, occipital neuralgia, severe vitamin d def, severe keratosis pil, psychosis (from onset of adrenal insufficiency/ addison's disease), fatty liver, gallbladder disease-cholecystectomy, food sensitivities, loss of libido, skin rashes and conditions, breast swelling, petechia rash, vertigo, sharp breast pains. I was very healthy prior to breast implants and after the implants my health severely declined. To the point I became disabled. I'm showing signs of improvement since the implants were explanted. I truly think my health issues were mostly to the breast implants and feel the FDA should look into my case due to the severity of health issues created after breast implants were put in my body. (Please feel free contact me to discuss further). FDA safety report ID # (B)(4).